Event description:
It was reported that they are returning their unit to elsg for service. The knife moves and stops after the sample. Problem with the cable or gun. No further info is available. No reported pt consequence.